Manufacturer narrative:
Age at time of event: patient is over 18 years of age. (B)(6).

Event description:
It was reported that a stent positioning issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A contralateral antegrade approach was used to access the lesion. The target lesion was very close to the puncture site at the sfa proximal. A 7x120 eluvia stent was placed in the middle, but since the proximal edge is just fit in the distal than the expected, a 6x40x130 eluvia self-expanding stent was selected as additional for the proximal side. During the procedure, the device was advanced into the patient over a jupiter fc3 guidewire. During the deployment, the physician started to deploy carefully, the stent could not cover the lesion area and it was placed inside the 7x120 eluvia. An additional 7x40 eluvia stent was placed in the lesion due to the issue. The procedure was completed. There were no patient complications and the patient was reported in good condition post procedure.